Event description:
During a subretinal aspiration procedure, the customer states that the silastic gel was expelled from the canula and remained in the patient's eye. Intervention required to remove the gel from the patient's sub retinal space. (B)(4).

Manufacturer narrative:
The sample was requested to the customer, for evaluation. A biohazard kit was sent to the customer on (B)(4) 2012. A record review of the reported finished goods lot, m353020, was performed, no non-conforming reports were issued for this product or respective component. The risk assessment for the non conformance reported could cause a delay in surgical procedure. There is a high chance that current controls will detect the potential cause and/or subsequent failure mode, therefore, an acceptable risk. As of the day of this report, samples have not been received at our premises. A follow-up report will be issued once samples are received and evaluated. (B)(4).